Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm located in bifurcation of internal carotid artery and anterior cerebral artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported during procedure; the physician inserted the axium coil into the target aneurysm and tried to detach the coil with an instant detacher. However, the coil was not detached. Then manual detachment was attempted but the coil did not detached through fluoroscopic image. Another attempt was made but still the coil was not detached. The axium pusher was slowly removed from the patient. New device was used, and the procedure was completed without any issue. 5 coils were implanted prior to this coil without any issue. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the axium prime implant coil was found damaged and stretched with the polypropylene filament was found intact but still attached to the pushwire. The instant detacher was not returned as it was discarded. The axium prime pushwire was found broken and jagged on the proximal end without the release wire extending out. The proximal pushwire segment containing the tack weld replacement (twr) crimps was not returned for evaluation. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the axium prime pushwire was found bent at the proximal end. During testing, the pushwire was broken from its broken proximal end, and the release wire was pulled out from the broken location. The axium prime implant coil subsequently detached from the pushwire. The instant detacher and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned for evaluation; therefore, any contributing factors from these could not be assessed. It is possible that the proximal tip of the pushwire became lost or discarded after the event. The cause for the failure to detach the implant coil with the use of the instant detacher could not be determined, the failure of the implant coil to detach by the manual method of detachment (via hypotube) likely occurred due to the break in the release wire. The pushwire was not broken as directed in our instructions for use (IFU) which likely caused the broken edge of the pushwire to be jagged. It is likely that the release wire became broken when the release wire was pulled back against the jagged edge. The cause for the damages to the axium prime implant coil, pushwire, and shield coil could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.